Event description:
During routine testing of the device at the service center, the repair technician reported the right corner of the stainless steel cover plate was bent. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.